Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose level. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change to resolve occlusion and resumed insulin delivery.